Manufacturer narrative:
Troubleshooting of the device with the customer identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. Once a new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.